Event description:
The customer reported that the multigas unit intermittently stops reading gases. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the unit displays no errors, it just stops generating readings. The customer will send in the unit to be exchanged. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit intermittently stops reading gases. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit intermittently stops reading gases. According to the customer, the unit displays no errors, it just stops geerating readings. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: the root cause of the reported issue is attributable to the state of wear-components such as watertrap, connectors, sampling line, and/or device damage. Manufacturer references # (B)(4) follow up 001.